Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the backplane board to resolve the issue with the alarm. Then replaced the scroll compressor to address the error code #77 messages. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed to generate an audible tone on start up and on power down. There were also multiple fault code #77 observed in the iabp log files, and the compressor failed to reach factory specifications using a pressure regulator. The stm noted that the ambient temperature of the motor measured at 50 degrees. There was no patient involved an no adverse event reported.